Event description:
It was reported that the programmer required corrective maintenance/repair. The programmer has been retuned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications h ave been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined at analysis that the touchscreen was out of calibration, the touchscreen connectors were cleaned, re-seated and the touchscreen was calibrated. The upper bullets were worn. Errors were found in the software history, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.